Event description:
Swan ganz catheter in [redacted] when rn began having trouble obtaining accurate readings. Upon inspection it was found there was a crack in the blue proximal tubing attached to monitor the cvp [central venous pressure]. When cardiac outputs were attempted, fluid was leaking from catheter.